Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure found in uterine cavity\normal appearing with small posterior perforation') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and painful l arm. Confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010 and mirena from 2005 to (B)(6) 2010. Concurrent conditions included hypothyroidism since 2003. Concomitant products included ibuprofen (advil), levothyroxine since 2003 and terconazole (terazol) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("injury: migration\expulsion of essure device /possible essure in the uterine cavity seen on hsg/left essure migrated to the uterus floating around\essure possibly dislodged and in the uterus"), 5 months after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), rash ("rashes or skin conditions type: skin rashes"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased and pelvic pain outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (right tube occluded). Right fallopian tube closed. Left essure migrated to the uterus floating around.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Added events: uterine perforation,abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression , mental anguish, skin rashes, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping),fatigue, pelvic pain, weight gain. Medical history, historical drug, concomitant condition, concomitant drug, lab data were added. Event device dislocation updated to device expulsion. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure found in uterine cavity\normal appearing with small posterior perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and painful l arm. Confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010 and mirena from 2005 to (B)(6) 2010. Concurrent conditions included hypothyroidism since 2003. Concomitant products included ibuprofen (advil), levothyroxine since 2003 and terconazole (terazol) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion ("injury: migration\expulsion of essure device /possible essure in the uterine cavity seen on hsg/left essure migrated to the uterus floating around\essure possibly dislodged and in the uterus\failure to occlude (close) fallopian tubes"), 5 months after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), rash ("rashes or skin conditions type: skin rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain") and fallopian tube spasm ("tubal spasms/left coil was not inserted properly due to tubal spasms"). At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, pelvic pain and fallopian tube spasm outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fallopian tube spasm, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- (B)(6) 2010 hysterosalpingogram (hsg). Unilateral occlusion (right tube occluded) . Failure to occlude (close) fallopian tubes. Migration of essure device . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (right tube occluded). Right fallopian tube closed. Left essure migrated to the uterus floating around. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2019: new pfs received- new events added: left coil was not inserted properly due to tubal spasms. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("injury: migration") in a female patient who had essure inserted for female sterilization. Medical conditions: confirmed that the essure device was successfully occluded. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("injury: migration") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2018: confirmed that the essure device was successfully occluded. Amendment: the report was amended on 02-jan-2019 for the following reason: significant case correction: ccc, FDA and evaluation codes were added. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure found in uterine cavity\normal appearing with small posterior perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection in 2003, dysfunctional uterine bleeding and painful l arm. Confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 and mirena from 2005 to (B)(6) 2010. Concurrent conditions included hypothyroidism since 2003. Concomitant products included ibuprofen (advil), levothyroxine since 2003 and terconazole (terazol) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced device expulsion ("injury: migration\expulsion of essure device /possible essure in the uterine cavity seen on hsg/left essure migrated to the uterus floating around\essure possibly dislodged and in the uterus\failure to occlude (close) fallopian tubes"), 5 months after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), rash ("rashes or skin conditions type: skin rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fallopian tube spasm ("tubal spasms/left coil was not inserted properly due to tubal spasms") and infection ("infections"). At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, pelvic pain, fallopian tube spasm and infection outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fallopian tube spasm, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- (B)(6) 2010: - hysterosalpingogram (hsg); - unilateral occlusion (right tube occluded); - failure to occlude (close) fallopian tubes; - migration of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (right tube occluded). Right fallopian tube closed. Left essure migrated to the uterus floating around.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received. Event: infections was added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure found in uterine cavity\normal appearing with small posterior perforation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included infection in 2003, dysfunctional uterine bleeding and painful l arm. Confirmed that the essure device was successfully occluded. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010 and mirena from 2005 to (B)(6) 2010. Concurrent conditions included hypothyroidism since 2003. Concomitant products included ibuprofen (advil), levothyroxine since 2003 and terconazole (terazol) since (B)(6) 2009. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2011, the patient experienced device expulsion ("injury: migration\expulsion of essure device /possible essure in the uterine cavity seen on hsg/left essure migrated to the uterus floating around\essure possibly dislodged and in the uterus\failure to occlude (close) fallopian tubes"), 5 months after insertion of essure. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), rash ("rashes or skin conditions type: skin rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fallopian tube spasm ("tubal spasms/left coil was not inserted properly due to tubal spasms") and infection ("infections"). At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, weight increased, pelvic pain, fallopian tube spasm and infection outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, fallopian tube spasm, fatigue, headache, infection, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted, specify- (B)(6) 2010 - hysterosalpingogram (hsg) - unilateral occlusion (right tube occluded) - failure to occlude (close) fallopian tubes - migration of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: unilateral occlusion (right tube occluded). Right fallopian tube closed. Left essure migrated to the uterus floating around. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("injury: migration") in a female patient who had essure inserted for female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: confirmed that the essure device was successfully occluded.